Event description:
Study documents were reviewed and showed the pt was having longer seizures and more severe seizures. At this time, unk if above the pt's pre-vns seizure rate. It was additionally reported all medications had been stopped on this pt, and unk if a contributing factor to their seizures. Device programming parameters were titrated up, and it was felt that it was possibly the cause of the event. Generator output reduced temporarily had no impact on seizure activity. Good faith attempts are being made for further details about the event.